Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Crease/folding of implant: crease observed, on the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, rupture. For the right side device. Ultrasound results state ,'right mammary prosthesis with multiple folds in its surface. With free peripheric silicone in relation with rupture'. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Event description:
Healthcare professional reported rupture for the right side device. Ultrasound results state 'right mammary prosthesis with multiple folds in its surface with free peripheric silicone in relation with rupture'. Device was explanted and replaced with non-allergan brand. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assessed as fold flow opening. Crease folding of implant: observed creases on the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the return of the device and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: rupture. Continued h.6 (health impact): f2203.

Event description:
Healthcare professional reported rupture for the right side device. Ultrasound results state 'right mammary prosthesis with multiple folds in its surface with free peripheric silicone in relation with rupture'. Device was explanted and replaced with non-allergan brand. This record relates to the right side.